Event description:
I received mentor saline breast implants in 2005. Shortly after I started having a series of panic attacks leading to giant attacks leading to a giant attack that landed me in the hospital. My blood pressure was very low, wouldn't stabilize. This lasted 3 days. They ran a ton of tests but all were normal. I call this the day my brain broke. Since that day over 14 years ago, I experienced a slow decline in health. I suffer from chronic pain, diagnosed with fibromyalgia. Diagnosed with peripheral neuropathy. My nervous system is greatly effected. Cognitive abilities severely affected and psychiatric wellbeing had become unstable. Hormones and metabolic panel was completely out of range for many years, I explanted 5 months ago and metabolic panel is coming back into normal range, but I still suffer from pain 24 hours a day. The pain has taken away my life. I also birthed an autistic daughter and I absolutely believe it was due to the illness brought on by the implants. FDA safety report ID # (B)(4). FDA received date: 01/26/2020.